Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient developed an infection at implantable pulse generator (ipg) site and the previously capped right atrial (ra) and right ventricular (rv) leads; active ra and rv leads and the implantable pulse generator (ipg) were explanted. It was reported that the patient was unable to have magnetic resonance imaging (MRI) due to the patient registration system not reflecting the explant of the previously capped ra and rv leads. No further patient complications have been reported as a result of this event.